Event description:
I had a spinal cord stimulator installed. After surgery my pain mgmt pa did not want to administer any add'l pain medication to help with the add'l pain, so she decided to do trigger point injections into my back, just days after surgery. She should have never touched my back, another physician's surgery. She used the same needle over and over into my back and 2 days later I wound up in the emergency room septic with (B)(6) she infected me by doing the trigger point injections down to my spinal cord. I had to have emergency surgery to remove the stimulator and the surgeon tried to get as much of the infection out of my spinal cord, he said I was lucky to be alive and still then I was lucky to have not come out paralyzed. I was in the hosp for 10 days to treat several different infections and even went home with an IV where my children had to administer around the clock antibiotics for over a month. FDA safety report ID# (B)(4).